Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shocks due to supraventricular tachycardia (svt) resulting in therapy exhaustion. The ventricular tachycardia (vt) zone was programmed to 150 beats per minute (bpm). Boston scientific technical services (ts) discussed the rate before therapy and throughout the episode was just below 160 bpm. Detection enhancement reprogramming and increasing the vt zone to 160 bpm was discussed. No adverse patient effects were reported.